Event description:
The initial reporter stated that they received erroneous results for one patient sample tested with ise indirect na, cl for gen.2 on a cobas 6000 c (501) module. The erroneous results were reported outside of the laboratory. The sample was repeated on the c501 analyzer and a second analyzer. A corrected report was issued. The sample initially resulted with an na value of 135 mmol/l. When repeated on the c501, the na result was 149 mmol/l and when repeated on the second analyzer, the na result was 147 mmol/l. The sample initially resulted with a cl value of 126 mmol/l. When repeated on the c501, the cl result was 111 mmol/l and when repeated on the second analyzer, the cl result was 112 mmol/l. The patient was not adversely affected. The na and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined there was salt buildup behind the reference electrode. He cleaned the electrode base, the electrodes, and a bath. He primed the system. He ran ise checks and precision studies; all were within specifications. Calibration data did not indicate an issue and controls were within expected ranges. The investigation could not identify a product problem. The cause of the event could not be determined.